Event description:
Date implanted: (B)(6) 2012. Date iol repositioned: (B)(6) 2012. Noted, haptic migrated forward and turned under iol and pushed inferior rim forward. Very unusual and I have never seen this before except with this implant, I have seen about 5 more. This should not happen at all, ever. Something is wrong with the design of this lens and it should be pulled in my opinion.